Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent the coil embolization of the posterior communicating artery aneurysm. Immediately post procedure the patient was stable. The patient's condtion worsened resulting in death thriteen days post procedure due to multi-system failure. No other information was provided.